Event description:
The physician attempted arteriotomy closure with a techstar xl 6 fr device. When deploying the device one of the needles missed the barrel. It is unknown as to whether or not back-down was attempted. The physician removed the presenting needle. He enlarged the dermatotomy slightly, inserted hemostats and removed the missed needle. The device was removed and closure achieved using manual compression. The pt recovered without incident.